Manufacturer narrative:
Submit date: 04/17/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009 that a customer had an issue with a tb syringe. The customer reports the nurses were seeing broken tips of needles.